Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal vip device package was opened properly, it was found that the anchor was already out of the system without the product being touched. They used a new system for the patient, which worked fine. The product never came into contact with the patient.

Manufacturer narrative:
One 8fr angio-seal vip device was received for evaluation. The carrier tube assembly was returned along with plastic pouch, guidewire, arteriotomy locator and plastic tray. A partially opened aluminum foil pouch was returned as well. The carrier tube assembly was then visual examined. The bypass tube was completely removed from the main body of the carrier tube and the anchor and collagen were exposed. The IFU states "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." There is no evidence that this event was related to a device defect or malfunction. Based on the evaluation the incorrectly and incompletely opened aluminum pouch suggests that the IFU directions were not followed. Forcefully pulling the carrier tube from the pouch without completely opening it may result in the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.